Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that unintended motion occurred only once as user error. The system was verified and ready to use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the camera clutch pedal did not function normally, where pressing the camera foot pedal produced an audible beep but, instead of allowing camera movement, the instrument arms continued to move with the master tool manipulator (mtm). No errors or system messages were observed at the time of the call. The user continued with the procedure using the same system configuration with no further issues. No known impact or patient consequence was reported.